Event description:
A malfunction alarm with code malf 16 was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was instructed to use mdi as a backup therapy to ensure insulin delivery continuity and was guided on returning the problematic pump with a pre-paid label. The pump replacement process was confirmed, including shipping arrangements.